Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of compounded morphine (25mg/ml, 3.4mg/day) in a pain pump. The patient had reported pump flipping and a lack of effective pain relief. The manufacturer representative was made aware of the pump chronically flipping, despite the previous revision where the pump was anchored to the abdominal fascia. It was unknown if any diagnostics or troubleshooting were performed prior to the surgery. To remedy the issue, the surgeon moved the existing pump to a new location in the patient's buttock on (B)(6) 2015. During the revision, the proximal catheter segment was observed to be twisted several times on itself (confirmed through attached images). Per device registration, the catheter was replaced. It was also reported the actual residual volume (arv) of the pump was 19.5ml and the expected residual volume (erv) was 12.5ml. The issue was now considered to be resolved. Per the patient's home refill healthcare provider, the patient recovered with immediate apparent sequela. History: significant weight loss (loose abdominal pannus), previous spine surgery with icbg, intractable pain.

Event description:
It was reported that the home refill nurse got a telemetry failure warning on the personal therapy manager. The patient's pump remained loose within their recently revised pocket and hung perpendicular to the skin in a pannus whenever the patient leaned forward at 90 degrees. The patient confirmed the issues reported by the nurse. A flipped pump was suspected but not confirmed, ptm telemetry failure was also reported. It was noted that the patient was to call their physician to talk about options. No diagnostic testing or troubleshooting had been performed but was planned to be performed in the future. The patient had significant weight loss which changed their body habitus. The patient struggled to manage breakthrough pain in the original areas of pain. The patient's status at the time of report was "alive-no injury." (No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the pocket was revised. The pump was found to be flipped. The physician thought that the pump was freely flipping. They did not perform a catheter dye study or rotor study. Reprogramming was not performed. The pump and the catheter were not disconnected during the case. The patient recovered well without immediately apparent complication and continued to report effective relief from the intrathecal therapy.